Event description:
On (B)(4) 2015, itc became aware of a customer complaint concerning an avoximeter 1000e instrument. Healthcare professional opened the shipping carton after the device was returned from repair. A rattling sound was detected and when the instrument was opened, an extra nut was found. All of the connections were checked and all of them were properly tapped off. When the instrument was plugged in via the ac adapter, a slight electrical burning smell was detected. Calibration verification, liquid qc and filters passed. The device was not used to manage patients. Healthcare professional was advised to return the avoximeter for re-evaluation, but as of this time, the device has not been shipped back to itc. There were no reports of death, injury, permanent damage or disability. There was no need for hospitalization or prolongation of hospitalization. There were no reports of overheating (e.g. Sparks, parts melted). No other adverse events occurred.

Manufacturer narrative:
(B)(4). Itc continues to request return of the instrument to evaluate the device and confirm or not confirm the alleged malfunction. A follow-up MDR will be filed if the instrument is returned for evaluation. Itc has requested all data required for form 3500a.